Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The hospital biomedical engineer reported that the unit failed during self test for the power pca (with pacing). There was no patient involvement.